Event description:
A purchasing coordinator reported that an intraocular lens (iol) was exchanged due to a refractive surprise. In a f/u, the surgeon reported the pt was having difficulty reading newspapers, writing checks or seeing street signs because the letters had a shadow on them. Posterior capsule opacification was noted prior to the exchange procedure. The event resolved following the lens exchange procedure. The surgeon does not feel the iol caused or contributed to the event. An unapproved viscoelastic was used during the surgical procedure.

Manufacturer narrative:
Product eval: the lens was returned. Solution, haptic and optic damage were observed. Upon return, the lens was observed to be improperly cased resulting in additional optic damage. Results from the product history record indicated the lens met release criteria. File indicated that a cartridge and a handpiece and unapproved viscoelastic was used with the complaint lens. Product history records could not be reviewed for the cartridge lot due to no info was received traceable to the mfg documentation. Root cause: the root cause was determined to be unrelated to the iol. Na unapproved viscoelastic was used. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 05/24/2011 by fax and mail. A completed questionnaire was received on 05/25/2011. (B)(4).